Event description:
It was reported that an amia automated pd cycler set leaked ¿on top of patient line¿. It was further described as the patient line tubing popped out of the cartridge and solution leaked onto the floor. This occurred during priming of the device for peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.